Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer received a "start sensor again" message upon application of the adc freestyle libre 2 sensor and was therefore unable to test. Customer experienced a loss of consciousness while asleep and required treatment of sugar drink provided by a family member. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported that the customer received a "start sensor again" message upon application of the adc freestyle libre 2 sensor and was therefore unable to test. Customer experienced a loss of consciousness while asleep and required treatment of sugar drink provided by a family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh0068fy4d has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state).visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.